Event description:
Pt reported walking through an unseen security area while leaving the library. Pt was knocked to their knees in severe pain. Pt had shocking and burning pain up and down their spine. Pt turned the device off with the magnet and hasn't turned it back on since. No report of device explantation.